Event description:
It was reported that the right ventricular lead exhibited low impedance and had dislodged. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 16.4 cm to 16.6 cm from the connector pin. The abrasion was consistent with constant friction with another implantable device. The outer insulation was crushed and the outer coil was fractured at 32.0 cm to 33.5 cm from the connector pin. The damage was consistent with clavicular crush damage. The damage found likely contributed to the reported electrical anomaly.